Event description:
It was reported by the customer's mother that the customer had a stripped battery cap on the insulin pump. Customer's blood glucose level was 122 mg/dl. Customer was unable to remove the battery cap after attempting with a quarter and a flat-head screwdriver. Customer was advised to discontinue the use of the pump if the battery was low. Customer was advised to monitor the pump closely if they continue to use the pump. Insulin pump needs to be replaced. No additional information provided.

Manufacturer narrative:
Unit received with stripped battery cap coin slot (p). Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.